Event description:
Patient reported a loss of therapeutic effect since 2008. In letter received from patient, it is unclear whether she will have surgery to remove the device, as she hand wrote, "to remove device" and then checked the "no" box.

Manufacturer narrative:
(B) (4).